Manufacturer narrative:
It was reported that the error, "blower stalled" (diagnostic code 1134), had occurred. A field service engineer (fse) went onsite and replaced the blower. The fse confirmed the replacement of the blower resolved the reported issue. The fse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "blower stalled" (diagnostic code 1134), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "blower stalled" (diagnostic code 1134), had occurred. The replacement blower was ordered, and onsite service is currently pending. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).